Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product complaint # (B)(4). The received tfna nail is broken apart at between the nail head and the nail shaft. Furthermore, there are several mechanical damages visible on the surface. In general is the device is in a very used condition with discolorations and scratches all over. All features related to the reported complaint condition were reviewed and no other issues were identified. The complaint condition is confirmed as the nail was found broken. Moreover, the received x-rays does confirm the nail breakage in situ. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This lot was manufactured in july 2019, and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot : manufacturing location: monument, manufacturing date: 29-jul-2019, expiration date: 01-jul-2029, part number: 04.037.459s, 14mm/130 deg ti cann tfna 380mm/left-sterile, lot number: 12l6676 (sterile) , component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, lot number: h794543, part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 5l04912, part number: 04.037.912.3, tfna lock drive, lot number: 10l3629, part number: 21127, timoagri16.00, bp80, lot number: 3l28792. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the trochanteric fixation nail-advanced (tfna) nail broke postoperatively. Initially the patient underwent left subtroch open reduction internal fixation (orif) procedure and was implanted with tfna on (B)(6) 2020. The revision surgery was performed on (B)(6) 2020 and all components were removed. Tfna nail was broken in two pieces and both pieces were retrieved easily. The hardware removal procedure was successfully completed concomitant devices reported: unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity 1), unknown end cap (part # unknown, lot # unknown, quantity 1). This report is for one (1) 14mm/130 deg ti cann tfna 420mm/left-sterile. This is report 1 of 1 for complaint (B)(4).